Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; button/knob was missing. Analysis also found the case was broken/fractured. (B)(4).

Event description:
It was reported a button was broken. The external pulse generator (epg) was returned for service. There was no patient involvement indicated.